Manufacturer narrative:
The device was not returned for evaluation.¿ images were not provided. Medical records were provided and reviewed. During deployment there was a slight canting of the inferior to the right but otherwise position and appearance was satisfactory. Approximately three months post deployment, the patient scheduled for the filter removal. Several multiple unsuccessful attempts were made to retrieve the filter. On closer inspection of the filter it was that two of the upper arms were directed in cephalic direction and this was felt to prevent the retrieval cone from engaging properly and the procedure terminated. Therefore, the investigation is confirmed for the positioning issue and retrieval attempts. However, the investigation is inconclusive for the filter tilt. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter was allegedly difficult to remove and allegedly experienced malposition of device and an alleged material deformation. This information was received from a single source. The alleged difficultly to remove and allegedly malposition of device and material deformation involved a patient with no known impact to the patient. The patient was reported to be a (B)(6) year-old female, weight was not provided.